Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the device did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 5 inches from the pump housing and the distal end of the driveline was also returned. The sealed inlet elbow was returned attached to the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were also returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned with the outflow graft attached to the pump¿s outlet port; however, the bend relief and outflow graft bend relief collar were returned disengaged. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with a severe infection and the medical team decided to explant the pump and replace with a jarvik 2000 on (B)(6) 2018. No additional information provided.